Manufacturer narrative:
(B)(4). Results: (infection, death). (Dissection). Conclusions: lack of effectiveness related to patient condition (dissection).

Event description:
A valiant captivia stent graft was implanted in a patient for the endovascular treatment of a chronic (>(B)(6)), enlarging type b thoracic aortic dissection of the proximal descending aorta, with the false lumen extending to the right and left common iliacs, 16 months ago. The vessel morphology was reported as the maximum diameter of the dissection was 52.2 mm; the minimum true lumen diameter was 7.4 mm; and the maximum false lumen diameter was 52.2 mm; the distance from the top of the arch to the dissection was 34 mm; the native aortic diameter between the lsa and lcca was 30 mm; the proximal aortic neck diameter was 30 mm; no access vessel tortuosity or calcification; no aortic tortuosity; and no thrombus in the aortic neck. It was reported that an innominate pre-implant bypass was performed 18 months ago, followed by the index procedure with a valiant captivia graft 16 months ago. After the valiant captivia graft was implanted, the stented segment of the false lumen was completely thrombosed. The minimum true lumen was 8 mm and the maximum false lumen was 55 mm in diameter. Four days after implant, a systemic inflammatory response syndrome was experienced by the patient and treated medically with antibiotics. The investigator assessed this event to be probably related to the device and remotely related to the procedure. One month ago, it was reported that the patient expired on an unknown date from an unknown cause. The death was assessed, by the investigator, to be possibly related to the device and remotely related to the procedure. No further information has been received.